Manufacturer narrative:
Per the user guide, "do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Troubleshooting was performed, and an o-ring was found on the pneumatic tap. The o-ring was removed, and the cartridge was successfully reloaded onto the pump. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer was using lispro insulin with the pump supplies. Tandem technical support educated customer on insulin/cartridge labeling. Reportedly, the infusion set was changed to address the issue. There was no impact to the customer¿s blood glucose.